Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record (DHR) indicates the order was built to specification. Review of the DHR found a temporary deviation to add the blade as a substitution. One sample was received for evaluation. Though the definitive root cause could not be determined in the lab, the most likely root cause of the customer's complaint is an error that occurred during the supplier's manufacturing process. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. Quality engineering materials has notified the supplier and sent the sample for further investigation. The supplier has sent an email acknowledgement in receipt of complaint issue. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Quality engineering materials will be notified of this complaint through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that two blades had a slight burr on the end. The procedure was completed without consequences to the patient. Additional information has been requested and received.